Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2011. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went in to be seen after hearing device alerting. Interrogation shows device alerted for lead integrity alert (lia). It was noted interrogation shows noise consistent with 60hz. The patient did not display any symptoms despite there being pauses in pacing. Patient did not recall anything from that time. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.